Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported that the patient entering for arthrolysis of right knee prosthesis installed in (B)(6) 2019 with programming of a release mobilizing arthroscopy. At the time of intervention, use of a vapr electrode 90 ° tripolar and part mismatch metallic present on the back of the electrode vapr. Loss of the metal part inside articular. Increased operating time (10 minutes) and increase of the withering time in order to recover this metal part. Risk of tissue damage.the device was received and evaluated in (B)(6) laboratory. Visual inspection revealed that the metal that cover the tip is not attached. The piece was returned for evaluation. Only the shaft was received for analysis, and it was found some scratches near the distal part. The device was sent to supplier for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the only a portion of the device shaft has been returned. The device active tip is in a used condition. The cut return cap has become detached from the ceramic. The cut return cap has been returned for evaluation but has been deformed. There is glue visible on the internal surfaces of the cut return cap. The cut return wire is bent and has flat spots on it; the weld and a portion of the cut return wire remains attached to the cut return cap. Finally, the heat shrink is damaged on the distal end of the shaft. The electrical and functional testing not performed due to cap detachment a DHR review has been performed for the complaint device lot number u2103058; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. The device has been returned with the cut return cap detached from the ceramic. The cut return cap was returned for inspection. There is no damage or clear evidence of the device being subjected to excess forces. There was minimal epotek visible on the ceramic but epotek was still present on the internal surfaces of the cut return cap. The cut return wire was received bent and with a portion still remaining secured the cap via the weld. This issue has been escalated to a a CAPA. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. It was reported that there were no patient consequences or impact to the user or patient. It was further reported that there were no surgical intervention planned such as x-rays, additional/change in procedures, prescriptions, otc, and revisions surgery.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthrolysis of the right knee for a prosthesis installed on (B)(6) 2019 with programming of a release mobilizing arthroscopy on (B)(6) 2021, it was observed that there was a metallic present on the back of the vapr tripolar 90 suction electrode device. It was reported that the metal part was lost inside articular but was later recovered to complete the procedure with a delay of 10 minutes but with a risk of tissue damage. The status of the patient post-surgery was unknown. No additional information was provided.